Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore bbmi will report this event as a product problem for this instance only. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: b. Braun pump running norepinephrine malfunctioned and stopped delivering the medication. Pt became hypotensive and required increase in norepinephrine drip as well as 2gm of calcium chloride IV push to support pt while the pump was replaced.